Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. A kink in the catheter shaft was noted 0.6¿ proximal to the sprial loop/shaft transition. No other visual anomalies were noted. The kink in the catheter shaft is consistent with the reported removal difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend is consistent with damage during use.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, when mapping was performed in the left atrium, it was found through fluoroscopy that the part below the loop of the catheter was kinked. The catheter was attempted to be withdrawn into the sheath without the straightener, but was not successful. The kink was attempted to be straightened with a snare, but the catheter still could not be withdrawn into the sheath. The issue was resolved after the catheter was straightened, rotated and manipulated inside of the patient. The catheter was then withdrawn into the sheath and removed from the patient. Upon inspection the catheter was found to be kinked but no other damage was noted. The procedure was completed by using another catheter and there were no adverse consequences to the patient.